Event description:
An 8 mm diameter x 60 mm length bridge assurant biliary stent system was inserted into a patient for the treatment of an iliac lesion. Vessel morphology is unknown. It was reported that the lesion was pre-dilated with an 8 mm x 40 mm balloon and an 8 mm x 60 mm. It was reported that while the physician was attempting to place the stent dislodged from the balloon. The physician was able to deploy the stent in the iliac artery. The case was completed. The stent and delivery system were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.